Event description:
Received notice from guidant that the intermedics micron had early battery depletion when the voltage dropped to 5.3v. Pt's battery was at 5.3 v. Admitted in 2001 and a new rate sensing lead had to be added to the new system as well. The pt recevied a cpi single chamber ICD. No further problems.